Event description:
Boston scientific received info that low, out of range impedance measurements were observed. It was noted that the pt had experienced two bad falls one month earlier and review of the daily measurements showed an impedance one month prior to that. There were 300 inappropriate atrial tachycardia response episodes due to noise that were also logged in the daily measurements. A x-ray revealed that both leads were twisted and a fracture on both leads is suspected. The pt did experience syncopal episodes, however, the cause is unk as the pt has documented neurocardiogenic syncope. The out of range impedance measurements could not be reproduced. The pt's entire sys was explanted. When the pocket was opened it was apparent the pt had twiddled the device until the leads severed in two, near the device header. The generator and leads were removed without complication. It was noted that the pt had two syncopal episodes and a large hematoma in the area of the device due to twiddler's syndrome. At this time, the product has not been returned. If add'l info should become available to our company, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the insp of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.